Event description:
Synergy china registry it was reported that subject was diagnosed with coronary atherosclerotic heart disease. In june 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to mid lad with 100% stenosis and was 30 mm long, with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 mm x 32mm with synergy stent system. Following post-dilatation, the residual stenosis was 0%. Six days later, the subject was discharged on aspirin and ticagrelor. In november 2021, the subject was diagnosed with coronary atherosclerotic heart disease and hospitalized for further evaluation and treatment. At the time of the event, the subject was on aspirin and ticagrelor. No other action was taken to treat the event. Five days later, the subject was discharged at the time of reporting, the outcome of the event was considered to be recovering/resolving.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).